Manufacturer narrative:
Initial reporter phone no. - (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between patient line connector of a homechoice low recirculation volume apd set with cassette and the female connector of a peritoneal dialysis (pd) transfer set. This was noticed during setup for peritoneal dialysis therapy. The caregiver further reported that they found the transfer set and patient connector of the cassette were not tightly securing at the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.